Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found no image, the suction flow is unable to perform as a-rubber is missing, and the a-rubber glue is missing. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited no image, the suction flow is unable to be performed as the a-rubber is missing, and the a-rubber glue is missing. There were no reports of patient involvement.